Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a chordal rupture. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3-4 with restricted posterior leaflets. It was noted that during the procedure the leaflets were unable to be grasped due to patient anatomy. A small chordal rupture was noticed after grasping attempts. The clip was not implanted, and the mr remained at a grade 3-4. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported tissue injury was due to the grasping failure. The cause of the reported positioning failure appears to be due to challenging patient anatomy (restricted posterior leaflet, dense chordae grouping). The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.